Event description:
It was reported that there was a battery failure that could cause loss of mechanical ventilation during pre-use check. There was no patient involvement.

Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The battery was replaced to resolve the issue. Block a: no report of patient involvement. D4 primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. Block h4: date of device manufacture year is 2007. The monthâ ofâ manufacture was unavailable at timeâ ofâ MDR filing. Legal manufacturer: (B)(4).